Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.

Event description:
Boston scientific received information that the clinic had not been receiving updates from latitude. It was concluded that the patient's communicator was unplugged. After the communicator was plugged in, an upload was received with multiple alerts. An alert for elective replacement indicator (eri) and end of life (eol) were received. Eol was tripped 60 days after eri. As the device is beyond the eri to eol replacement window, it was recommended that the device be replaced as soon as possible.